Manufacturer narrative:
H3: product analysis#: (B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.0265in mandrel, drawing(s) referenced: fa-55xxx-xxxx rev. Q, as found condition: the pipeline flex and marksman catheter were returned inside of a sealed bio-hazard bag and a shipping box., damage. Location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the braid were found fully opened and frayed. No bend was observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be flattened at 8.0cm to 15.7cm from the distal tip. No other anomalies were observed. Testing/analysis: the pipeline flex could not be pushed forward or remove. The catheter was cut to remove the pipeline flex. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0260¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer report of "resistance during delivery" and ¿catheter resistance¿ were confirmed as the returned pipeline flex was stuck inside the marksman catheter. From the damages seen on the catheter (accordioning), braid (fraying), and hypotube (stretching); it appears there was high force used. It is possibly these damages occurred when the customer attempted to advance the pipeline flex through the catheter against resistance. However, the cause of resistance could not be determined. Possible cause includes lack of continuous flush during delivery. In regarding to failure to open at the distal end issue, the customer complaint was not confirmed as the distal and proximal ends of the braid were opened and frayed. However, the cause could not be determined. Possible cause for failure to open includes damaged braid. Ls 2023-06-08. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that there was no damage to the pipeline pushwire or catheter observed. It was attempted to push and pull the microcatheter also failed to open the stent.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open distally and there was resistance in the catheter.  The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the right ophthalmic artery segment with a max diameter of 7.8mm and a 6.2mm neck diameter. The landing zone was 4.1mm distally and 4.77mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with 5mm diameter. The angiographic result post procedure was the retention of contrast agent in the aneurysm was obvious, and all were cured. No patient symptoms or further complications were reported as a result of this event. It was reported that the patient had ophthalmic segmental aneurysm, and was planned to direct the blood flow with the dense mesh stent. The micro-guidewire carried the marksman to reach the m2 straight section, and the first ped-500-35 was selected and implanted, and the whole was withdrawn to the m1 horizontal section. Prepared to push out the stent, its tip was pushed out from the tip of the microcatheter and found that it could not be opened. After repeated attempts three times, it still could not be opened, so the stent catheter and the stent were withdrawn together. After using the guidewire to guide the stent microcatheter in place again, replaced with the model ped-500-30, and then the surgery went smoothly and completed. The distal section of the pipeline failed to open and it was noted that there was catheter resistance in the distal section. The pipeline was not positioned in a bend. More than 50% of the device had been deployed when it failed to open. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the IFU.